Event description:
The description of complaint was reported as: customer accidently used a low compliance column with a comfort flo system instead of the column that came with the comfort flo kit, thereby creating a situation where water flooded the circuit. The circuit was set up on a premature infant in nicu. The baby had to be revived but it was reported the baby recovered, and is doing fine now. No further information available.

Manufacturer narrative:
Sample received, but investigation is not complete at time of this report. The results of the investigation are not available at the time of this report. A follow up investigation report will be sent when available.